Event description:
It was reported that the cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Reportedly the customer¿s blood glucose (bg) level was level was 600 mg/dl, due to the customer going an¿extended period of time off the pump¿ as a result of the cartridge not fitting. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.